Event description:
The patient was undergoing an endoscopic retrograde cholangiopancreatography with sphincterotomy and metal stent placement across tight common hepatic duct and left hepatic duct stricture. The stent was carefully deployed. It opened up nicely, but at this time, it was found that the proximal end of the stent delivery system appeared to have kinked in such a way that it hooked the proximal end of the open stent. When gentle traction was given, it was not possible to disengage this. Also attempts to reseat the delivery system were not possible. At this time, I felt that further attempts at undue traction should be avoided in an attempt not to dislodge the stent. Gentle traction was given on the stent delivery system, and it was cut off from outside with the scissors. This effectively reduced the tension and the stent delivery system was completely disengaged and easily extracted without any problems.